Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold and caused stimulation. It was noted the lead dislodged. The lead was capped and replaced. No further patient complications have been reported as a result of this event.